Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump was received with a critical pump error alarm and pump error 35 alarm, problem isolated to the force sensor . Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer stated that the pump no longer starts up after the customer a small child had fallen with the pump and the pump gave a broken force sensor was detected during seating or regular delivery during basal error. It was reported that they had started insulin pump but it does not turn on. The insulin pump will be returned for analysis.